Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that during a routine battery change, the pump powered on and vibrated, then beeped 3 times and froze on a blank screen. The reporter denied recent trauma to the pump and stated that the patient had changed multiple energizer alkaline batteries from different packs and the pump would still beep, vibrate, and then freeze on a blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.